Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod4 and pod3 coils and a non-penumbra microcatheter. During the procedure, the physician was unable to advance the pod4 through the microcatheter and appeared to be stuck. Therefore, the pod4 was discarded and not used in the procedure. The procedure was completed using the same microcatheter and additional coils. There was no report of an adverse effect to the patient.